Manufacturer narrative:
Follow-up # 1 ¿ (10/16/2014), the patient¿s meter has been returned on 9/30/2014 and evaluated by lifescan product analysis on 10/7/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (11/10/2014). The patient¿s test strips have been returned on 10/27/2014 and evaluated by lifescan product analysis on 10/28/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 11/04/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch verio iq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the issue began on (B)(6) 2013, and that the subject meter read inaccurately high when compared with feelings/normal results. The result from the subject meter was ¿below 300 mg/dl¿. The patient manages her diabetes with fixed dose novolog insulin. The patient stated that she took an increased dose of 100 units novolog insulin on (B)(6) 2014 in response to the alleged product issue. The patient claimed to have developed the symptoms of ¿blurry vision¿ and ¿dizziness¿ on an unknown date/time after the alleged meter issue began; however she denied having received any treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the test strips had been used and stored correctly. The patient did not have control solution available for a walk-through test. Replacement products were sent to the patient. This complaint is being reported as the patient claimed to have developed the symptom of ¿blurry vision¿ after the display issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.